Event description:
A malfunction occurred with the customer's pump. Customer's blood glucose (bg) level was recorded as high, and customer addressed bg by administering a correction injection using multiple daily injections. There was no injury or presence of ketones reported. The malfunction code recurred after resetting the pump, and customer reverted to using multiple daily injections as a backup therapy.